Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.